Event description:
It was reported that the bd intima-ii y 22gax1.00in prn/ec slm had leakage at the adapter tubing junction. The following information was provided by the initial reporter translated from chinese to english: "after successful puncture of the indwelling needle, blood leaks from the hose connector. The indwelling needle was replaced and re-punctured."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3080071): 1)this batch of products were assembled at intima ii auto line 3 in april 2023, and packaged at cfs package line in april 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the complaint sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.